Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The alert date for this pi ias (B)(6) 2015 not (B)(6)/2015 as previously reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 12-jun-2019. Device evaluation: the pump has been returned and evaluated by product analysis on 10-jun-2019 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons responded to button presses appropriately during testing. The keypad was removed; no damage or contamination was found to the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.